Manufacturer narrative:
No information was provided on the specific part number involved in this event. This event occurred in (B)(6).

Event description:
The customer received a questionable positive result for antibodies to tsh receptor (anti-tshr) for one patient sample when compared to other methods. The results provided were: anti-tshr by roche method was 4.5 iu/l. Etest tosoh <0.6 iu/l. Lumipulse presto <0.6 iu/l. Dynotest trab human yamasa <0.7 iu/l. Trab 3rd cosmic 0.6 iu/l. The customer would not provide the information to determine which result was reported or if the patient was adversely affected. The anti-tshr reagent lot number was 167900. The expiration date was not provided.

Manufacturer narrative:
A new patient sample was provided for investigation. No customer results for this sample were available for comparison. The new sample was tested on an e411 and an e601 and the results were comparable between methods. The investigation of the new sample indicated the presence of an interference to streptavidin. This interference is covered in the product labeling.

Manufacturer narrative:
The sample in question was submitted for investigation and no interfering factor to streptavidin was identified. Therefore, the result obtained by the customer was considered to be correct. Further clarification of the discrepancy compared to the competitor method was not possible with the available methods and state of the art.

Manufacturer narrative:
Additional information was provided by the customer. (B)(4).